Event description:
The customer stated that she was treated by paramedics due to a blood glucose reading of 45 mg/dl. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. However, the time on the insulin pump was off by one hour. The customer was assisted with correcting the time. The customer requested additional training on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.